Event description:
A surgeon reports a pt developed cystoid macular edema (cme) following intraocular lens (iol) implant surgery. He feels the iol may be a contributing factor to the cme. Add'l info has been requested.